Event description:
The surgeon reported that a corneal burn occurred during a cataract procedure - about three to four seconds after beginning phacoemulsification. The reporter stated that the event seemed to be triggered by the viscoelastic build-up. The occlusion alarm sounded continuously for a few seconds. The incision size was 2.4 mm. The patient had a +2 cataract. The surgeon was able to complete the procedure and the lens was implanted. However, he was not able to close the incision correctly (sutured), and the patient experienced wound leakage. The doctor also reported corneal deformation. The patient was sent to another surgeon to treat the wound issue. The prognosis of the patient is unknown.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment.